Event description:
Left medial uni to total knee revision with patella and poly wear and broken pieces.

Manufacturer narrative:
This event was originally reported to stryker as an unknown device under MFR# 3005985723-2026-00030. This report is being filed to correct the change in catalog information, FDA registration number and additional information. Reported event: an event regarding wear involving a triathlon patella was reported. The event was confirmed via inspection of the returned device. Method & results: -product evaluation and results: visual inspection of the returned device indicated that the patella is worn. The damage present on the anterior and posterior surfaces is consistent with delamination and material loss. The damage on the articulating surface of the patella is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's partial uni knee was revised with patella and insert wear. The event is also considered off label as a triathlon patella was implanted with unknown mck implants. Visual inspection of the returned device indicated that the patella is worn. The damage present on the anterior and posterior surfaces is consistent with delamination and material loss. The damage on the articulating surface of the patella is consistent with burnishing, scratching, and third body indentations, which are common damage modes of uhmwpe. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.